Event description:
(B)(4). It started with feeling the implant on my left side. Soon after my period lasted for 4 months. Since having it I've experienced rashes, hair loss, dental problems, aches, cramps, abdominal pain, headaches, and heavy menstrual cycles just to name a few. I also can't left anything heavy.